Event description:
The ivus was displaying a weird picture the first time being used in this case. The doctor decided to swap it out for another 0.018 ivus. When the ivus was taken out of the patient the tip dislodged completely from the rest of the catheter.